Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is april 16, 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose value was 600 mg/dl at the time of the incident. The customer experienced nausea as they were fluctuating too much. The customer treated the high blood glucose with manual injection. The customer had been using insulin pump within 48 hours of the event. The customer was assisted with troubleshooting for high blood glucose. The customer was not alleging the insulin pump for under delivery. They also reported the insulin flow block alarm that occurred before. The customer declined to perform high pressure test. The customer reported that the event was resolved while giving bolus by infusion set change. The customer will not return the device for analysis.